Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient faced an insulin flow blocked alarm after changing the infusion set and experienced high blood glucose level which they tried to treat with insulin drip. Currently, the blood glucose level was 130 mg/dl. No further information available.